Event description:
Boston scientific received information that this patient was recently seen and their device was unable to be interrogated. Several different programmers as well as wands were tried, even changing locations in the building, and no telemetry could be observed. A magnet was applied in an attempt to illicit tones, and none were heard. Boston scientific technical services (ts) was consulted and suggested replacement immediately as critical therapy could not be confirmed. The last interrogation was just a few months prior and the device stated many years remaining. The patient was sent home with a life vest, and later the device was successfully explanted and replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this implantable cardioverter defibrillator (ICD) was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.